Event description:
The patient reported that she "had high bgs all day long". Over the course of 10.5 hours, patient had consistently high bgs (329-419mg/dl) despite patient administering multiple correction boluses. Immediately following pod alarm, patient deactivated pod. Device will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.